Event description:
It was reported that the implant at tooth site #12 fractured and was removed. Patient came in with loose bridge-implant at 12 location had broken in two and was no longer supporting abutment site of bridge.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) number is k101880.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the fractured implant's upper part. The implant was fractured at the body. The other fractured piece wasn¿t returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.